Event description:
It was reported that the patient had a power on reset (por) condition the day after a revision when he tried to turn stimulation on. The patient was not able to adjust stimulation and noticed the message displaying ¿call your doctor¿ icon. Additional information stated that ¿it was becoming more of a problem for the patient now with the por condition,¿ but was scheduled for reprogramming.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0334k, implanted: 2012 (B)(6); product type lead. (B)(4).